Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. It was found that the force sensing resistors (fsrs) were out of range. The root cause of the fsrs being out of range is unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have force sensing resistors out of range. No additional information is available.